Event description:
It was reported that the device reached the elective replacement indicator (eri) voltage after the software upgrade recently. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/elective replacement indicator (eri). Eri due to high battery impedance logged on (B)(4)-2011, prior to explant. Ramware version 8 installed during the week of (B)(4)-2011. Impedance - high resistance/impedance. High battery impedance, leading to eri.